Manufacturer narrative:
Company comment: the serious event of nodule at implant site was considered expected and possibly related to the treatment. Seriousness criteria include the need for medical intervention to prevent permanent damage. The potential root cause is the treatment procedure or a foreign body reaction to the product in the local tissue. Sculptra was used off-label in the temples. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and have provided sufficient information to assess the potential root cause. The reported lot number was valid and verified the reported product. To exclude the possibility of a nonconforming product, a repeat batch record review will be conducted. Additionally, follow-up will be requested to obtain further details regarding the treatment procedure. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the currently performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2025 by a physician assistant concerning a 79-year-old female patient. The medical history of patient included a-fib, hypertension and allergy to codeine. Concomitant medications included eliquis [apixaban] for a-fib and fempro [letrozole]. The patient had previously received treatment with botox in (B)(6) 2023 and sculptra in (B)(6) 2023 for cosmetic indication. The patient had received unspecified vaccinations months before the treatment. On (B)(6) 2025, the patient received treatment with 18 ml of sculptra (lot 4j3061), 2 ml to the temples, 8 ml to sub malar region, 2 ml to the jawline, 4 ml to the nasolabial folds and 2 ml to the chin shadows (unknown injection technique and needle type). The treatment was performed by anhcp. Sculptra was injected to temples (off label use of device) on (B)(6) 2025, the patient was seen in clinic by another hcp for treatment with botox [botulinum toxin type a]. During the visit, nodules (implant site nodule) were noted. The patient was advised by the hcp to apply heat and perform massage to the affected areas. On (B)(6) 2025, the patient was seen by the injecting hcp and was noted to have 10-15 nodules, of which three were visible, while the remainder were palpable only. Subsequently, in 2025, the injecting hcp performed subcision and injected 3 ml of bacteriostatic normal saline [sodium chloride]. A follow-up visit was scheduled for (B)(6) 2025. On (B)(6) 2026, the hcp reported that the patient had been prescribed doxycycline [doxycycline] twice daily for six weeks, with one week of treatment remaining at the time of reporting. According to the patient, the nodules had decreased in size while on antibiotic therapy, however, new nodules continued to develop. The hcp also reported treating the nodules with 0.8 ml injections of a combination of 5 fu [fluorouracil]/kenalog [triamcinolone acetonide]/lidocaine [lidocaine], on two occasions, administered four weeks apart. Outcome at the time of the report: nodules was not recovered/not resolved/ongoing. Sculptra was injected to temples was recovered/resolved. Tracking list: v.0 initial report v.1 fu received on (B)(6) 2026 from the same reporter. Information about past treatments, outcome and corrective treatments details were updated. V.2 during an internal review, the case was re-evaluated and upgraded to serious.